Manufacturer narrative:
Corrected b6 for the investigation results, updated g1 and g2 for contact office, updated h2 for follow-up type,and updated h3 for manufacture evaluation.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.